Event description:
The customer contact reported backflow of solution from the secondary solution container into the primary solution container. The symbiq primary tubing set was being used to deliver 1 liter of normal saline at an unspecified rate via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of 500ml of metronidazole, 500mg at an unspecified rate. The primary solution container was 9 inches below the secondary solution container. After the secondary delivery was initiated, the nurse noted that the drip chamber of the primary tubing set filled with fluid and the fluid in the secondary solution container half emptied. The tubing sets and the solution container were removed from clinical use. Though requested, the customer contact did not know if the metronidazole was resumed with a replacement tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).